Event description:
It was reported that the patient received inappropriate shocks after a car accident.

Manufacturer narrative:
The outer insulation and one of the sensing cables were abraded at 17.4 cm from the connector pin. The damage was caused by friction to the ICD can. The damage could cause the oversensing reported in the field.